Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained myopotential oversensing was observed during a follow up in the clinic. The patient was asymptomatic. Further testing and programming changes were recommended.